Event description:
Customer reported receiving inaccurate high readings. Customer tested blood glucose and received a reading of 103 mg/dl while experiencing hypoglycemia. Paramedics were called and provided an IV as treatment. A comparison with a lab instrument yielded results of 360 mg/dl (precision xtra) and 180 mg/dl (lab). Customer's test strip calibration code had not been correctly enetered into meter. Testing was conducted on the fingers. Customer had taken 22 units of insulin through-out the day.